Event description:
It was reported by the subsidiary associate, that after the central control monitor (ccm) was returned from repair, the ccm immediately failed again with the same symptoms. After the ccm was switched on, it showed: "press <esc> for diagnostic screen, or <f2> for setup". The device was not changed out. The customer re-seated all boards and cables inside the ccm, and then reconnected. The ccm display was completely blank. No other details regarding the nature of this event were provided.